Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial removal of the mesh on (B)(6) 2016 by a different surgeon. It was further reported that intraoperatively ¿the mesh appears to have pulled through the fascia¿ and was found to be infected. It was reported the patient continued to suffer from a chronic mesh infection and on (B)(6) 2016, patient underwent an excision of an abdominal wall subcutaneous abscess, excision of infected mesh, complex recurrent incisional hernia repair, component separation with bilateral muscle flaps, intraabdominal adhesiolysis and abdominoplasty. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Corrected information: manufacturing site.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.